Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with a contact/detach 23"¿6 mm infusion set during a routine two-day supply change; the initial blood glucose was 304 mg/dl and later decreased to 167 mg/dl, and the user did not identify a cause or report any supply malfunction. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine troubleshooting, and no alarms. Investigation included complaint record review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device fault identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.